Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that the connection of the reported device is damaged.

Manufacturer narrative:
Evaluation summary: a review of the DHR could not be carried out as the lot-code was not available. Evaluation of similar complaints have indicated the screwdriver had been operated under high force in ccw / untightening direction, whilst the pegs were not entirely engaged in the slots of the lag screw. Evaluation of similar complaints suggested that the item had not been used as intended. The item was not returned for investigation. Thus a real root cause could not be determined but former evaluation of similar complaints revealed evidence that the event is not linked to a deficiency of the device but is rather related to improper handling. Device will not be returned for evaluation.

Event description:
It was reported that the connection of the reported device is damaged.